Manufacturer narrative:
Method: analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3888q33, lot# va07lhq, implanted: (B)(6) 2014, product type lead, product ID 3888q45, lot# va07lh5, implanted: (B)(6) 2014, product type lead; product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3888q33, lot# va07lhq, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had high impedance on all bipolar pairs with electrode 3 and some with electrode 4. No action had been taken and the event was noted as ongoing with no further action. The event was not related to the implant procedure and not applicable to the device or therapy. There were no signs or symptoms related to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3888q33, lot# va07lhq, implanted: (B)(6) 2014, product type: lead. Product ID 3888q45, lot# va07lh5, implanted: (B)(6) 2014, product type: lead. Product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3888q33, lot# va07lhq, implanted: (B)(6) 2014, product type: lead. Product ID 3550-39, lot# n332917, product type: accessory. Product ID 3550-39, lot# n332917, product type: accessory. Product ID 3550-39, lot# n332917, product type: accessory. Product ID 3550-39, lot# n332917, product type: accessory. (B)(4). Analysis results not available at the time of report. A supplemental MDR will be submitted once analysis results are available.

Event description:
Additional information received reported that the device and component were explanted per patient request. There was insufficient pain relief. There was no patient injury. The patient recovered without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.